Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported they met with the patient 2 days ago and read patient's charging logs. Everything appeared normal. Representative went over charging so patient would have excellent connection. Device was helping with patient's pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-05 indicating that they would talk to the doctor's office to see when the patient is coming in next. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that starting in late (B)(6), the patient has started to have to charge twice per day. She recharged her implant to 100% the night prior to the report and on the day of the report, it was dead. The patient uses a setting of 4 and the manufacturer representative told her that is not too high to have a high draw. The patient has not had any falls or accidents or other medical tests/procedures. The manufacturer representative had told the patient that it should not suck that much energy. It was noted that the patient had tried another group right around (B)(6) 2018, but it caused her to walk sideways because it provided too much stimulation to one side of her body. She changed it back which resolved the issue and she did not inform the manufacturer representative. There were no further complications reported or anticipated.